Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when drawing up medications using antt, the user noticed that there was condensation building up outside the bd plastipak¿ luer-lock syringe barrel near the plunger. Due to wearing gloves, the user did not feel any wet but the attention was drawn to the fact that the syringe plunger was "perished or faulty." This resulted in some loss of medications during replenishment preparations for the patient. Found during use no reports of serious injury or medical intervention noted.

Manufacturer narrative:
Two pictures were received by our quality team for investigation. Upon visual inspection of these two pictures, leakage past the stopper in a (B)(4) ml ll plastipak syringe was verified. No damage or molding defect can be observed in the syringe that could have caused leakage and the stopper is correctly assembled to the plunger. A device history record review found no non-conformances associated with this issue during production of this batch. Leak testing was performed with ten retained samples according to procedure and the samples met specification limits. The retained samples were also disassembled with no damage observed in the plunger rod or any of their components that could have caused leakage. Based upon the quality team's investigation, the root cause of this incident cannot be determined.